Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? New user to veraseal. How many times have they applied the laparoscopic tip? Once. Was a sales representative present during the case when the issue was experienced? Not present. What is the lot number of the vraas1 veraseal dual applicator within the vra04sg kit? Not available. Disposed. Was any leakage or product solution observed at the luer locks connection? No leakage. Were there any unexpected outcomes or complications as a result of the event? No. Changed to new piece before any complication can occur. Are there pictures of the damaged device available? Nope. Additional information: batch #: the actual device batch number associated with this event is not known. The following are possible batch numbers: 2660254 and 2664644. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lap nephrectomy procedure on an unknown date and a fibrin sealant preparation device was used. The scrub nurse complained that the applicator tip was unable to detach from the luer lock when attempting to change the lap applicator. Due to urgency of case, the surgeon requested to open another product. At the end of the case, the rep managed to head down to troubleshoot and dislodge the applicator from the luer lock. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: h6. Type of investigation a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 2660254 mfg date: july 11, 2020 ~ jul 16, 2020, exp date: is july 12, 2023 batch 2664644 mfg date: july 16, 2020 ~ july 22 , 2020, exp date: july 17, 2023 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the investigation was focused on reviewing the results of the batch records for the batch of tips used, this includes the review of the entire manufacturing process and all the related tests performed. Conclusions indicate that all the components¿ parts, including the luer lock (subject of this complaint) utilized for the involved batch met the established specifications and no issue or non-conformance were found which could be related to the mentioned notification. In conclusion and based on the investigation conducted, there is no evidence observed in the manufacturing procedure of the related tips which may be related to the incident reported. For this reason, it can not be confirmed that the reported incident may be related to the quality of the components or the final product device. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.